Manufacturer narrative:
Device eval: the suspect device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The gauge on the inflator would not show pressure while inflating a balloon in the coronary artery. The customer could see under fluoroscopy that the balloon was inflated. No harm or injury was reported.